Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("due to symptoms related to her essure, plaintiff underwent a total abdominal hysterectomy to remove the essure") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 1 year 4 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication associated with device ("due to symptoms related to her essure"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("due to symptoms related to her essure, plaintiff underwent a total abdominal hysterectomy to remove the essure / essure removal") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced complication associated with device ("due to symptoms related to her essure"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on 07-jan-2019 for the following reason: information and references from case: (B)(4) were migrated to this as it is a follow up from this case. No new information. No new follow-up information was received from the reporter. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have weight increased ("weight gain/gained 50 lbs following insertion"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain. Additional surgery done on : (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received. Reporter information added. Event : due to symptoms related to her essure, plaintiff underwent a total abdominal hysterectomy to remove the essure / essure removal and due to symptoms related to her essure was updated to pelvic pain. New events - abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), weight gain/gained 50 lbs following insertion were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("due to symptoms related to her essure, plaintiff underwent a total abdominal hysterectomy to remove the essure") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 1 year 4 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication associated with device ("due to symptoms related to her essure"). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.